Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer stated that they had high blood glucose and it seems like insulin was not delivering to his body so as a result he change the set. The device will not be returned for analysis.